Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016 product type extension. Product ID 3387s-40 lot# va12jzq implanted: (B)(6) 2016 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6) ubd: 06-oct-2018, UDI#:(B) (4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is scheduled for surgery due to high impedance on one of their electrodes, which they suspect is caused by damage to the wire. The patient stated the plan is to replace the wire, and if that does not resolve the issue, they may need to replace one of the electrodes, though they expressed reluctance about doing so. The patient was uncertain when the issue began and noted that their ocd symptoms have never been significantly improved, even when the system was functioning. The caller inquired about warranty information for extensions, which was reviewed and emailed by technical services. The caller mentioned that the physician is investigating the impedance issues to determine the root cause.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016 product type extension product ID 3387s-40 lot# va12jzq implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that physician may be removing lead only because of impedance issue that was already called in and reviewed earlier. Additional information received from rep including context of dates and patient involved. This case is about a high impedance on a fractured lead that will be resolved with a new lead implantation. This impedance issue was first observed in june.